Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced an urgent low glucose alert shortly after initial setup, with sensor readings in the 50s followed by recovery to the 70¿80 range after consuming oral glucose (smarties/starbursts), then a dinner meal announcement and subsequent readings in the 90¿95 range; later in-hospital fingersticks ranged from 76 to 97 with one higher value attributed to sensor and blood sampling timing differences, and the agent explained that insulin delivery suspends when glucose is below 80 or when a rapid drop is detected, recommending fingerstick confirmation during rapid changes. Symptoms included hypoglycemia. Outcomes included medication-type intervention through oral glucose. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.